Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
It was reported that a patient participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Patient was implanted with a tplif spacer at levels l3l4 size and l4l5 size with pedicle screws at l3, l4, and l5. Patient was also implanted with click-x for supplemental fixation. The patient experienced pain for 132 months. Surgery date was (B)(6) 2005, and postoperatively patient experienced increasing back pain due to fall, requiring physical therapy and over the counter anti-inflammatories. This is 9 of 20 reports for the same event.